Event description:
Customer reports that he obtained results of 334mg/dl and 127mg/dl on the same device within 5 mins. Customer also reported obtaining results of 257mg/dl and 94mg/dl within 5 mins on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No qcs were used. Requested return of suspect device and replacement was sent.